Event description:
Consumer's daughter alleges while her mother was shopping, the steering wheel column allegedly collapsed onto her lap and the accelerator button pressed against her lap causing the unit to still accelerate allegedly causing her mom to crash into a display case.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Customer abuse-the tiller knob used to tighten the tiller was fractured post final release. (Unit passed final release inspection and test ride in 2023) the fractured knob was readily apparent.

Event description:
Consumer's daughter alleges while her mother was shopping the steering wheel column allegedly collapsed onto her lap and the accelerator button pressed against her lap causing the unit to still accelerate allegedly causing her mom to crash into a display case.